Event description:
It was reported that the pt, implanted in 1997, was explanted of her cochlear implant on (B)(6) 2014. No further info is available at this time.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.